Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump had been serviced outside of mmdg and the infusion factor had been changed incorrectly during the non-factory recertification. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump testing in their facility. They advised that it over infused. The initial reporter also stated that this occurred during testing and did not affect a patient. [Complaint-120121]